Event description:
Healthcare professional reported via regulatory agency right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
In response to FDA report number: mw5116506. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.